Event description:
It was reported that the patient experienced palpitations. The pulse generator exhibited intermittent atrial undersensing. No further information could be obtained.

Manufacturer narrative:
UDI (di): (B)(4).